Event description:
Consumer called to report multiple sets of inaccurate low readings. Analysis run on clark error grid using mean average readings (55) as ref. Point vs. Bd readings (77, 90, 33, 20) yielding data points in the grid, outside of acceptable limits.